Event description:
End user claims that ice pack (4512) used on the area under the hamstring and tissue got burned. (B)(6). No sample provided to dynarex for complaint verification to date. Samples were requested on (B)(4) 2012.

Manufacturer narrative:
We sent a follow-up letter by mail asking for additional info and samples. Unfortunately, no samples to date have been received for our inspection and complaint verification.